Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on the posterior side, crease fold and wear abrasion. Leak test and microscopic analysis were performed which identified: puncture opening and observed void >1 mm in non-textured, valve-to shell-bond area. Observed what appears to be like crater appearance on shell surface. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as a surgical damage like consistent in the use of some surgical tool. Additional, changed, and/or corrected data: h.3, h.6.